Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Date of event is estimated.

Event description:
It was reported the patient underwent a surgical procedure where the patient¿s ipg was not put into surgery mode. As a result the ipg is inoperable and stimulation was lost. Troubleshooting was attempted without success. Surgical intervention took place on (B)(6) 2021 wherein the ipg was explanted and replaced to resolve the issue.